Event description:
Paramedics responded to a victim from a car/pedestrian collision. The device was connected to the pt with disposable defibrillation/ECG electrodes and diagnosed as in vfib. The device was charged to 200 joules but, according to the reporter, the device did not deliver energy to the pt. According to the report, a second attempt to defibrillate also did not deliver energy. The paramedics attended to the pt's trauma injuries but the pt was not resuscitated. The reporter stated the alleged device malfunction did not contribute to the pt's death because the pt was not viable from the trauma.